Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported that their implant is moving upwards and is getting smaller and smaller. This is causing pain when they have their retainer in. At check in patient marked true to discomfort, inflammation, sensitivity and compromised implant. This is a contraindicated patient.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.